Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and not turning was confirmed through functional evaluation, disassembly and visual inspection by the technician. Through visual inspection, the technician confirmed the coupler was worn and the motor sockets corroded.